Manufacturer narrative:
Multiples requests were made to obtain patient gender, but this information was not provided. No additional information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related MFR#: 2916596-2022-11169. It was reported that the surgeon decided to re-implant the patient with a new pump. About 10-15 minutes after the patient was implanted with this second pump, the flows dropped again. This time the flows decreased at a much more rapid pace this time, but the patient did not experience any symptoms of vt. The patient was put back on bypass, again, and the decision was made to place the patient on a temporary right ventricular assist device (rvad). This implant stabilized the patient enough to complete the operation. On (B)(6) 2022, the patient expired from a stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events (undefined stroke, patient outcome, and right heart failure) cannot be conclusively determined through this evaluation. The reported low flow events were confirmed based on the log file data; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained relevant data on (B)(6) 2022 spanning from 13:01:39 to 15:58:42, per the timestamp. The beginning of the relevant portion of the log file captured the initialization of heartmate 3 left ventricular assist system, serial number (B)(6). Following the initialization of (B)(6), the estimated pump flow gradually increased, until it peaked at 4.1 liters per minute (lpm) 13:44:17. The estimated pump flow consistently decreased over the next 20 minutes, activating low flow alarms and reaching 0.0lpm by 14:04:19. The ventricular assist device was intentionally stopped at 14:04:49, and resumed operation at 14:45:35, which appears consistent with the account¿s report that a right ventricular assist device was placed. After the left ventricular assist device regained operation, the estimated pump flows increased to the 3-4lpm range, where they remained for the remainder of the log file. No other unusual events were captured. The patient was implanted with heartmate 3 lvas, serial number (B)(6), on (B)(6) 2022 ( refer to MFR# 2916596-2022-11169 for the evaluation of (B)(6)). Approximately 10-15 minutes after (B)(6) was started, low pump flows were recorded. The low pump flows were preceded by ventricular tachycardia, which required cardioversion/defibrillation and low mean arterial pressures. The patient was placed back on bypass to remove the pump. The implanting surgeon flushed and suctioned the pump and did not observe any obstructions; however, the decision was still made to exchange (B)(6) for heartmate 3 left ventricular assist system, serial number (B)(6). Approximately 10-15 minutes after (B)(6) was started, the pump flows dropped again. Per the ventricular assist device coordinator, the decrease in pump flow was much more rapid on (B)(6) and was not accompanied by any other issues. The patient was placed on bypass, and the decision was made to place a temporary right ventricular assist system. The patient then stabilized enough to complete the operation. The patient ultimately expired on (B)(6) 2022 due to an unspecified stroke. It was communicated that heartmate 3 left ventricular assist system, serial number (B)(6), would likely not be explanted/returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G contains the following information: section 1 lists stroke, bleeding, death, and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display and the hazard alarms. The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding recommended anticoagulation therapy and international normalized ratio range can also be found in this section. Section 7 describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.